Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving multiple no delivery alarms from the insulin pump. The custom stated that the alarms were resolved by an infusion set change. The customer was unable to troubleshoot during the call. The customer will return the infusion set and the reservoir for analysis. The customer's reported blood glucose value was 250 mg/dl. No further information was provided.

Manufacturer narrative:
One opened/used reservoir was tested per specifications and it failed, transfer guard was occluded.